Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical technician reported that during an anterior vitrectomy the vacuum was low. The case was completed as planned with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the problem reported. The company service representative tested the system with a new cassette. The customer did not save the cassette they were using. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).